Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. The device was received in normal elective replacement indicator range of operation. Analysis of device image noted extensive usage of inductive and rf telemetry due to patient need. Further electrical testing was performed and no issues were noted. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited possible early battery depletion. The product was explanted and successfully replaced. Patient status was not provided.